Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the cable/cord/wiring was damaged. It was further determined that the device had fluid damage. It was further observed that the locking parts were rusted, damaged and defective. It was further determined that the motor and control unit were damaged and the device displayed an e8 error code. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, noise assessment and cutter lock assessment. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure of the spine it was discovered that the motor device was not working. It was not reported if there were no delays to the surgical procedure. A spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.